Event description:
Surgeon utilizing ets flex 45 articulating endoscopic linear cutter during procedure. When the device was articulated it would fire but would not open. Device was removed from the field. A new ets 45 stapler was obtained. The procedure proceeded with no further issues. No harm to patient.====================== manufacturer response for stapler, linear cutter, surgical, endopath, ets, flex 45======================rep. Was called by or staff. Unsure of response.